Event description:
The customer states that a pt sample generated a very low wbc result when tested using a cell-dyn 4000 analyzer. The sample was repeated on the same analyzer yielding a different wbc value. The initial low results were not reported out of the lab with no adverse impact to patient management reported due to this issue. Initial wbc=1.69 k/ul, repeat wbc=8.24 k/ul.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.